Manufacturer narrative:
A full evaluation of the device could not be conducted because it was not returned by the hospital. A correlation between the device and the reported event could not be conclusively determined. The instructions for use lists stroke as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device - 10.5 months. The pump was not explanted and is not available for evaluation. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was found down in an outside hospital. A diagnosis of cranial bleeding was reported to the implanting hospital. The patient expired on (B)(6) 2015 with the cause of death reported as hemorrhagic stroke. No additional information was provided. No further information was provided.